Event description:
Additional information received reported that the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had two systems and the right side lead was replaced due to "poor lead position and no benefit. Approximately two weeks later it was reported that right side battery voltage was at 2.97, so the battery was not replaced. An impedance check was performed and all impedances were "within normal ranges" with "no problems". There was no further information about the right side system provided.

Manufacturer narrative:
Product ID 748295, serial# (B)(4), implanted: 2007 (B)(6), product type extension, product ID 748251, serial# (B)(4), implanted: 2007 (B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v011588, implanted: 2007 (B)(6), product type lead, product ID 3387s-40, lot# v014191, implanted: 2007 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a short circuit in the wiring. It was noted that the patient experienced periodic shocking sensation extending from his left parietal location down to his jaw. It was noted that this was only when the patient had the right lead brain on. It was noted even more so when the patient used contacts two and three.